Manufacturer narrative:
Patient code: because no serious injury complications and because the patient condition is ok. The device in question has been returned to the manufacturer and is currently in process of evaluation. Based on the information known at this time, it cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.

Event description:
The hosptial reported a stent assisted coiling procedure of the distal internal carotid artery (highly tortuous anatomy in older patient). Primary stenting was attempted, however, the aneurysm neck could not be crossed. The device in question was removed from the body twice, re-shaping and attempting to cross with a synchro 14 (1st guidewire used was a transend). The device in question was removed again. A transend 300 floppy was used. The hospital reported that the deployment of the device in question was attempted. The distal markers of the device in question expanded. The stabilizer component of the device in question was hubbed. The entire system was pulled back, and the device in question deployed proximal to the aneursym. Clarification of event from follow up request for additional information: the hospital reported that the device in question had been inserted and removed from the body twice. The third attempt to get the device in question to the lesion was successful. The device in question started to deploy, though the physician did not want deployment. At that point, the physician decided to fully deploy, and the microdelivery catheter bottomed out with the stabilizer (could not fully deploy). So the physician attempted to remove the device in question,which fully deployed proximal to the lesion upon removal. Removal of the device in question was not attempted, as it had fully expanded and deployed. Re-stenting of the area was attempted; however, the system was unable to cross the lesion. The physician had no issue with the second stent system and other devices, only the device in question. The hospital reported that the procedure was not completed due to this event, that there were no serious injury complications, and that the patient condition is okay.